Event description:
It was reported that the customer passed away in hospice care. The cause of death was pancreatic cancer. The caller stated that the illness started a year and a half ago. The caller noted that the customer had two infections; however, they were not insulin pump related. The customer's blood glucose, at the time of death, is unknown. The customer was not wearing the insulin pump at the time of death; it had been disconnected for two months. The caller stated that the customer had lost so much fat that the delivery system of the cannula was no longer adequate. So, the customer was no longer able to use the insulin pump. The customer had used sensors but was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional tests, including the prime, displacement, rewind, basic occlusion test, occlusion test and excessive no delivery alarm test. No cosmetic damage was noted. No data analysis could be performed and no data was available due to the insulin pump being received with a depleted battery.